Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell two of five on the home choice (hc). The home patient (hp) was connected at the time of the event. The care giver (cg) indicated that a supply bag was not connected well and it became disconnected from the cassette line. The cg indicated that the bag did not fall. The technical service representative (tsr) assisted the cg to clear the alarm and removed the supplies. It was unknown how the patient would complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause for the reported condition was determined to be supply bag disconnected without falling because disconnected disposable tubing is a known cause of this type of alarm. Should additional relevant information become available, a supplemental report will be submitted.